Event description:
It was reported that the pacemaker of the patient with this right atrial (ra) lead recorded two signal artifact monitoring episodes with disabled minute ventilation (mv) feature, due to due mv signal oversensing on the right atrial (ra) lead. In addition, high ra pacing impedance excursions, within normal range, were noticed. Ts recommended to evaluate this ra lead integrity. This ra lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).